Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side "possible" rupture and pain. Patient later reported has ultrasound and "MRI that confirms the rupture," "implant resting on belly" and "were unhappy with initial implantation surgery results and reported having "jagged scars" from procedure. Patient also reported being asymmetrical" and "all the spotting & flaking." Healthcare later confirmed implant exchange with no complaint against the device - confirmed by MRI. Healthcare professional later reported "capsular contracture on both sides". Device was explanted and replaced.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-12261 a review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a4, a5, a6, g2, h6, h11.

Event description:
Patient reported right side "possible" rupture and pain. Patient later reported has ultrasound and "MRI that confirms the rupture," "implant resting on belly" and "were unhappy with initial implantation surgery results and reported having "jagged scars" from procedure. Patient also reported being asymmetrical" and "all the spotting & flaking." Healthcare later confirmed implant exchange with no complaint against the device - confirmed by MRI. Healthcare professional later reported "capsular contracture on both sides". Device was explanted and replaced.